Manufacturer narrative:
Additional narrative: patient information not available for reporting. 510k: this report is for two (2) unknown 4.0mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a second stage masquelet procedure for massive bone loss in the tibia on (B)(6) 2017. During the procedure, a 9mm cannulated tibial nail-ex, two (2) 4.0mm expert locking screws, and an unknown cement spacer were removed. The tibia was reamed and washed. A 10mm x 375 expert tibia nail was inserted, along with a bone graft. Membrane and tissue closed, surgery completed. Concomitant devices reported: cement spacer (part number unknown, lot number unknown, quantity 1). (B)(4).